Event description:
It was reported to boston scientific corporation that the device button locking adapter of a corflo cubby low profile gastrostomy device cracked one week after placement (adult patient). The device was replaced with another corflo cubby low profile gastrostomy device.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The devic eval has not been performed; the cause of the reported malfunction is undetermined.